Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "false upstream occlusion" was reproduced. Evaluation did not identify any major defects through visual inspection. The tubing channel appeared free and clear of debris. Several tests were completed to ensure the upstream occlusion sensor was functioning as intended with passing results. A review of the event history log revealed "upstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined however, calibration of upstream occlusion sensor required as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had false upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to h11 (clarification): "during functional testing, the reported problem 'false upstream occlusion alarm' could not be reproduced. Tubing retention clip test, upstream occlusion, flow rate break in run tests were performed and observed that the upstream occlusion sensor was functioning as intended with passing results." Should additional relevant information become available, a supplemental report will be submitted.